Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3319 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3319 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] essure insertion & endometrial ablation performed togethr [medical device monitoring error] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 40-year-old female patient who had essure inserted (lot no. 880426) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed togethr"). The patient had a medical history of fusion lumbar spine in 2012, tonsillectomy in 2007, fatty liver in 2003 and preterm labor, carpal tunnel syndrome, fibromyalgia, cesarean section (2003/2005), migraine, asthma and multiparous. Social history: she denies smoking cigarettes, denies drinking any alcoholic beverages, and denies the use of any illicit drugs. Allergies: no known drug allergies. The patient had a family history of melanoma, stroke and colon cancer. Concurrent conditions were listed as chronic back pain, bleeding genital, ovarian cyst, pelvic pain female and dysfunctional uterine bleeding. Concomitant products included apap (paracetamol), diazepam, hydrocodone (hydrocodone bitartrate), nortriptyline hydrochloride and norethindrone (norethisterone acetate). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 3013 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic right ovarian cystectomy& bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.226 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: a hysterosalpingogram was performed with the patient in standard lithotomy position. The uterus is considered "small in size. There is no evidence of contrast opacification of the right fallopian tube or contrast extravasation "outside of the right fallopian tube. There is however extensive filling of the peri uterine venous plexus. This is likely related to the low pressure manual injection of intrauterine contrast that "evolves'' through the parenchyma into the venous side. There is also contrast opacification of the proximal half of the left fallopian tubes, part of which contains the essure device. The distal portion of the tube remains difficult to distinctly ascertain whether not contrast opacifies its anatomy. Cannot state for certain that her not contrast opacifies its anatomy. Cannot state for certain that contrast exits the tube itself. It does however opacify the proximal half. Impression: 1.no evidence of contrast extravasation about the right tube. 2.partial opacification of the left fallopian tube as described. 3.filling of peri uterine venous plexus with contrast upon injection. This is consistent with uterine intravasation.; on (B)(6) 2012: nonetheless, a low-pressure exam is performed. There is lack of opacification of either fallopian tube. Neither fallopian tube demonstrates contrast opacification. The patient tolerated the procedure without incident and left the imaging suite without complaint. Impression: findings consistent with satisfactory tubal implant placements. However, please regard full report regarding limited detail of the uterine lumen. 2. Incidental note made of the patient's known fusion devices. [Pathology test] on (B)(6) 2020: final diagnosis: a. Left fallopian tube: fallopian tube with no significant pathologic findings. B. Right ovarian cyst: luteal cysts, ovary. C. Right fallopian tube: fallopian tube with no significant pathologic findings. Gross description: left fallopian tube with essure device," consists of one fimbriated fallopian tube measuring 6.5 x1.0x 0.8 cm, and the cut surface, shows coiled synthetic material measuring 5 cm in length by less than 2.1 cm in diameter. Right fallopian tube, paratubal cyst and essure device," consists of one fimbriated fallopian tube measuring 1x1 om, the cut surface shows coiled synthetic material measuring 3 cm in length by 0.1 cm in diameter. Attached to the fallopian tube is previously opened cyst measuring cm in greatest dimension. Representative sections are submitted in two cassettes. The coiled synthetic material gross only. Clinical history: pre-op diagnosis: right ovarian cyst operation performed: robotic right ovarian cystectomy specimen: a. Fallopian tube, left with essure device b. Cyst right ovarian c. Fallopian tube, right paratubal cyst and essure device. [Ultrasound scan] on (B)(6) 2020: ovarian cyst uterus 8.7 x 3.7 x 5.5cm, 4.9cm right ovarian cyst; on (B)(6) 2020: uterus - 8.6, c 4.2 x 4.5cm with em 8mm, right ovary enlarged 7.3cm with a hemorrhagic cyst 2.9cm and a simple cyst 3.6cm. Batch number: 880426; manufacture date: 31-jul-2011; expiration date: 31-jul-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-aug-2025: quality safety evaluation of product technical complaint. Case comments: we received a in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.